Event description:
It was reported that the customer had high blood glucose levels of 320 mg/dl. The customer reported a no delivery alarm from the insulin pump while the insulin pump was being rewound. The customer also reported a motor error alarm from the insulin pump during prime. Troubleshooting was done. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer also reported that the insulin pump was not dropped or exposed to any moisture. The customer reported that they were able to complete the rewind sequence on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. The customer declined to troubleshoot the high blood glucose levels and believes it was caused by a low reservoir on the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at display window corner.